Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. Cause of bg level was not known. Customer was taken to the emergency room by emts (emergency medical technicians). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.